Event description:
An arjohuntleigh technician was on site repairing the concerto shower trolley. During inspection, he noticed that the rail springs inside the side rail catch were missing.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the manufacturer (B)(4). (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.